Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was not working. The customer's blood glucose was unknown at the time of incident. The customer's mother also reported that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, unexpected restart, rewind and basic occlusion tests. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test or excessive no delivery test due to the prime/fill anomaly. The pump was monitored, and no blank display was noted. The pump had moisture damage on the lcd board. No moisture damage was noted on the motor. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.